Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had fatal error. A technical support specialist (tss) dialed into station and attempted to log in but was unsuccessful. After logging in as carefusion admin, multiple errors were found in the data synchronization debug and maintenance applier logs, including failures to update device properties, transaction errors, and a full transaction log for the database. Data synchronization and maintenance services were stopped, and an attempt to perform a database backup failed. Using knowledge article title es 1.6.1 - dsclientoltp log file keep growing-recovery model set to full, the package structured query language recovery model was deployed. The database backup was then successfully created following knowledge article. Tss dialed into the application server, logged into pes, and verified that upload and download synchronization activity was not current. After restarting the data synchronization and maintenance services, the applier logs confirmed successful processing of change tracking ranges. Synchronization information on the app server showed current upload and download timestamps. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es k5ad1 an error message appeared during user sign-in stated, a fatal error had occurred on the underlying data source. The customer restarted the pyxis unit multiple times, but the issue was not resolved. However, there were no delays or adverse events or injuries reported based on this event.